Manufacturer narrative:
The customer declined the option to have their glidescope core video cable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Review of complaint history for the reported video cable was not able to be performed as the lot number of the video cable was not provided. Trending analysis for glidescope core video cables does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core video cable, the video signal was intermittently lost when used with glidescope titanium lopro reusable laryngoscopes. It was reported that the signal was lost within the first five to ten (5-10) seconds of connection. Occasionally it would reacquire the signal for another 5-10 seconds before dropping to a blank screen again. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
This is a supplemental report correcting the unique device identifier (UDI) information in section d4. In the initial report submission, the UDI information field was left blank due to the subject device lot number and manufacture date being unknown. Despite verathon being unable to obtain the lot information from the customer, this supplemental report provides the UDI-di for the subject device model.